Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, sinus issues and shortness of breath. There was no report of serious and permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged nasal/throat irritation or soreness, sinus issues, shortness of breath and strange odor the device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found there were no signs of contamination on the outside of the device. The manufacturer visually inspected the device internally and found there were no signs of contamination on the inside of the device. The manufacturer visually inspected the device and found secondary findings device likely reset prior to pil receipt and contamination in blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found error log showed that there were 32 instances of an e-200 stop errors. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, there were no signs of contamination on the inside of the device. Section h6 were updated in this report.